Manufacturer narrative:
Tech found bed in ICU storage room. Found bad head down valve. Replaced the valve and checked function to resolve this issue.

Event description:
Info rec'd alleged that the head of bed drifts down.